Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Sus voluntary event report # mw5076759 received reporting the following information: "for the last 2 months insulin pump quits displaying blood sugar. I have contacted tandem diabetes the pump maker who blames the issue on dexcom the sensor/transmitter maker who I have contacted and they say it is the pump. In defense of dexcom I have changed their products which are the disposables. There is no resolve."